Event description:
Physician was unable to squeeze out any costasis. The scrub technician tried to unassemble and reassemble costasis but the physician was still unable to push out anything. Physician unscrewed the two costasis syringes and applied each separately. It appeared that there was tissue or atleast a solid light pink colored object in the joiner tip.